Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested an in-depth review of the alarms generated on the intellivue mx800 patient monitor following the death of a patient in the ed on (B)(6) 2020 at 06:57. The death of the patient is investigated in 9610816-2020-00083.